Manufacturer narrative:
Concomitant medical products: 6721m-50 lead, implanted: (B)(6) 2016; 4968-60 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted prematurely. The device was explanted and replaced. It was also reported that the two epicardial defibrillation patches dislodged as they appeared to have migrated away from the heart towards the diaphragm. The patches were capped. The surgeon was unable to retrieve the dislodged patches as one had migrated to a trough around the diaphragm and one had scarred over below and behind the heart. A subcutaneous coil was implanted and successfully converted the patient during defibrillation testing. The coil remains in use. No patient complications have been reported as a result of this event.